Event description:
A patient reported experiencing inaccurate low results with a ot profile meter. The patient's blood glucose results were 178 mg/dl (lab), 98 mg/dl (meter). Tests were done 11-20 minutes apart with a difference of 38%.patient did not experience any adverse events. No further information has been reported.